Event description:
After initial placement of zenith system in 2007, physician discovered a proximal type I endoleak. Three days later, the physician decided to place a main body extension. Placement was successful and the pt is doing fine.

Manufacturer narrative:
Evaluation: no product was returned by the customer to assist in this investigation. An internal clinical review of the complaint indicated that the event was caused by adverse pt anatomy. Cook instructions for use states the following: "inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications."